Event description:
The MFR received info alleging an issue with a ventilator's pressure delivery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's check leaf valve would need to be replaced to address the issue. Conclusion - device has been evaluated but the components were not replaced. It was not feasible to repair the device, the device was scrapped.